Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a b40 error occurred due to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that a "b40" error occurred, found during inspection by the olympus repair center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon error code b40 was confirmed due to a faulty patient circuit ¿dp¿ board. The cause of the faulty patient circuit ¿dp¿ board was not identified. Olympus will continue to monitor field performance for this device.